Event description:
Physician reports deposits on iol of diabetic patient with proliferative diabetic retinopathy who was implanted on (B)(6) 2011. Physician states it is unknown what caused deposits on iol, unable to remove with yag laser. Compromised patient's vision. Iol explanted (B)(6) 2015. The incision was enlarged to remove iol.

Manufacturer narrative:
The lens was returned in a plastic jar inside of a biohazard bag. No lenstec packaging was received. A visual inspection was carried out on the device using the stereoscopic microscope set to x30 magnification. The entire iol was covered with white translucent polyps (opacification) and the center of the optic carried three punch marks. The lens was cleaned with a swab and purified water. The results of the cleaning and inspection revealed that the opacification was not removed. An alizarin red 1% dye test was performed in order to determine whether the lens could have been contaminated with deposits of calcium on the surface. The results were positive for traces of calcium. The opacification was superficial only when inspected from the cross section perspective, no in depth opacification was identified in the lens. A full audit of all batch documentation relating to the production of the lens was performed. The audit concluded that all procedures in manufacturing and packaging of the lens had been conducted correctly. Batch reconciliation was 100.0%. Microscopic examination of the lens indicated that the opacification was superficial, it stained for calcium and it did not extend through the matrix of the lens. The superficial nature of the opacification permits classification as "secondary calcification" in accordance with neuhann et al (2008). "Secondary calcification refers to deposition of calcium onto the surface of the iol resulting from environmental circumstances; generally, it is not dependent solely on the iol itself. Environmental circumstances include pre-existing diseases, concurrent problems, and any diseases associated with a breakdown of the blood-aqueous barrier that allow infiltration with proteins and cell aggregates, which exudates and transudates nearly always are associated with". According to neuhann et al, this indicates that non-lens factors are the likely cause of the clouding. It would appear that the pre-existing patient conditions may have been responsible for the superficial calcification seen on this lens. Additionally, based on the assessment of our batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Lenstec also believes that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Furthermore, lenstec can confirm that we have never had any confirmed lens-related cases of opacification for our hema lenses. After discussion with implanting physician, he reports a good prognosis for the patient.